Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced under fill or low draw of a tube with blood which was noted during use. The following information was provided by the initial reporter: the sample volume taken from the bd tube is smaller than the volume collected from the other tube (both of the same volume). Slow collection of the vacuum tube, when there is a large number of patients ends up damming and slows care.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos and a video were provided by the customer facility for investigation. Bd acknowledges the customer's experience regarding the indicated failure mode for draw volume with the incident lot. A review of the device history record was completed for the incident lot and based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced under fill or low draw of a tube with blood which was noted during use. The following information was provided by the initial reporter: the sample volume taken from the bd tube is smaller than the volume collected from the other tube (both of the same volume). Slow collection of the vacuum tube, when there is a large number of patients ends up damming and slows care.